Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the unit had bulbs that were burnt out and vfc (viscous fluid control) failure was detected prior to a procedure. The procedure was canceled with no patient involved. Additional information has been requested.